Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The only information received regarding this complaint is the reported event. No information on replaced parts nor logs have been received. It was reported that the ventilator failed the internal leakage test during pre-use check. According to information provided, issue was solved by telephone. How the issue was resolved has not been confirmed. No further problems have been reported after the reported event. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturers ref: # (B)(4).